Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received a result of 222 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The customer used the last of the test strips while troubleshooting, so no product will be returned for eval.